Manufacturer narrative:
Facility's rn, director of dialysis operations, stated that the pt had other medical problems and that her death was not unexpected. The rn does not believe that the phoenix machine or any other gambro product in use at the time of this event caused or contributed to this pt's demise. This event is being reported as per gambro policy: all cases of pt death within 24 hours after end of the treatment are considered reportable regardless of any involvement of a gambro device.